Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while preparing this implantable cardioverter defibrillator (ICD) system for a magnetic resonance imaging (MRI) scan, review of device settings revealed the ICD was programmed to vvi due to out-of-range right atrial (ra) pace impedance measurements. Technical services (ts) discussed that this ICD system was considered non-conditional for MRI due the ra lead observations. This ra remains in service. No adverse patient effects were reported.

Event description:
It was reported that while preparing this implantable cardioverter defibrillator (ICD) system for a magnetic resonance imaging (MRI) scan, review of device settings revealed the ICD was programmed to vvi due to out-of-range right atrial (ra) pace impedance measurements. Technical services (ts) discussed that this ICD system was considered non-conditional for MRI due the ra lead observations. This ra remains in service. No adverse patient effects were reported.additional information received reported that the health care professional (hcp) did not proceed with the non-conditional MRI scan. The cause of the out-of-range pace impedance measurement was not determined. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.